Manufacturer narrative:
Device code: was updated to (B)(4). Device code: (B)(4) still applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated it was confirmed the pumps segment was slightly damaged. It was noted it looked like a needle puncture could have caused the issue during a refill. The cause of the inability to aspirate after the entire catheter was replaced was undetermined. The doctor elected to replace the entire catheter. It was noted the patient not getting therapy had been resolved with the completely new catheter. The rep had not heard anything that would led them to believe the therapy was anything other than optimal. The patient¿s weight was asked and unknown. The catheter would not be returned for analysis and was discarded. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid and bupivacaine via an implantable pump for non-malignant pain. The drug concentration was 20 mg/ml and the dose rate were 1.485 mg/day regarding both dilaudid and bupivacaine. It was reported that the patient had not been getting therapy. The date of the event was unknown. They checked the pump pocket a couple weeks ago and it seemed like the drug was not staying in the pocket area. They did a dye study at that time as well and learned that the drug was not getting to the tip of the catheter. The plan today ((B)(6) 2020) was to do an exploratory procedure to see where the issue was. They determined there was an issue at the pump segment (maybe nicked by a needle during refill or something). They replaced the pump segment of catheter and added a model 8784 catheter. They tried to aspirate from the catheter access port (cap) but was not able to get back anything. They then decided to get rid of the 8784 and replace the whole catheter. They replaced the whole catheter with another 8780 (0.251 ml). It was further reported, however, that they were still not able to aspirate, but the hcp was not concerned since it was a brand-new catheter. The reason for the call was they wanted to review what to prime. Technical services reviewed to prime just the catheter (0.251 ml), since there was no successful cap aspiration. It was noted that the hcp wanted to start the patient off today with a dose of 0.5 mg/day; however, that was not achievable with the current concentration, so the company representative would discuss with hcp. No further patient complications have been reported as a result of this event.